Event description:
The customer reported the ventilator alarmed due to no airflow from the mask. Customer reported no pt harm.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete.